Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue by loading a new cartridge, and tandem technical support decided to replace the faulty pump. The replacement was coordinated, with the customer instructed on how to prepare the existing pump for return. The customer understood the instructions, including placing the pump into storage mode and using an alternative insulin therapy until the new pump arrived.